Event description:
The customer reported a check vent: primary alarm failed occurred. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the cpu pcba revealed no evidence of damage or contamination. The cpu board was installed in an fi test ventilator. The ventilator was started up in normal ventilation mode on ac with the battery disconnected and the power was cycled on and off every 30 seconds for at least one hour without errors. No errors occurred and no failure was found. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. .